Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. Upon investigation of this incident, a field service engineer was informed by the customer that the station was stuck on the device initialization screen and that the refrigerator was not displaying a temperature. The customer rebooted both the medstation and the refrigerator. The customer also checked for any loose or disconnected power cables on the refrigerator. These actions resolved the issue and cleared the failure. The customer confirmed that the refrigerator was able to open, and the bins were accessible through the device, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator screen was stuck on device initialization and not proceeded past that. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was stuck on device initialization and not proceeded past that. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.